Event description:
The national complaint coordinator for baxter reported an alleged overinfusion that occurred during patient infusion. The device was filled 5ml of morphine hydrochloride and 45ml of normal saline. A hypodermic injection method was used through a t-shape stopcock and needle. The infusion started in 2007, at 16:00; it ended on the same day, at 09:30. The mean flow velocity was reported to be 0.63ml/hr (26ml/41.5hr). The max flow velocity was reported to be 0.91ml/hr (5ml/5.5hr). The expected infusion time was not known. The patient experienced nausea and vomiting during infusion. The therapy was discontinued.the total volume infused was 26ml. The patient recovered. The reporting nurse considered that the event might have been caused by and overdose of morphine. The event was reported to be non-serious and mild. Baxter performed a medical assessment, which concluded that the report is not considered an MDR reportable serious injury.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 03 2007. The infusor device involved in this incident has been requested for evaluation. Should the device be returned, evaluation results will be provided in a follow-up report. A review of all records related to the manuafacture of the product lot of 05m025 has been conducted, which revealed no evidence of defects related to the reported condition during inspection, testing and manufacturing of the product lot.